Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for an implant using a 10f amplatzer torqvue delivery system for a patent foramen ovale (pfo) closure. Intracardiac echocardiography (ice) was used during the procedure. Access and evaluation of the septum was assessed via ice. The sizing was determined by visual inspection of secundum, tunnel length, and septal mobility via ice imaging. An atrial septal aneurysm (asa) was present. The device was prepped and connected to the delivery system. The left and right discs of the device were deployed. Color doppler verified complete stability and closure. The device was released, and the device was implanted without difficulty. A few minutes later as the patient was waking up, the patient had a very significant cough. The physician still had access, and it was noted that the device looked to be dislodged. The device was interrogated via ice and angiography, and it was noted that the device was near the pulmonary valve. The device was snared via gooseneck snare and removed via 18f non-abbott delivery sheath. On (B)(6) 2024, the patient was discharged. The plan was made to reattempt the pfo procedure again after 2 weeks.

Manufacturer narrative:
H6 health effect - impact code 2199 was removed. An event of device embolization few minutes after the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as the device was snared via gooseneck snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 30-25mm amplatzer talisman pfo occluder was selected for an implant using a 10f torqvue delivery system. During the procedure, device prepped and connected to delivery system. Left and right discs of device deployed. Color doppler verified complete stability and closure. Device released. A few min later, as patient was waking up, patient had a very significant cough. It was noted that the device dislodged. The physician interrogated the device via ice and angiogram, it was observed that the device was near pulmonary valve. Physician snared device via non-abbott device snare without issue and externalized device via 18f non-abbott device. Patient discharged on (B)(6) 2024 and physician stated she is doing well and he will reattempt pfo closure again in 2 weeks. The patient is stable,